Event description:
2020-jan-02 additional information received. Manufacturer representative confirmed connectivity after zeiss representative reopened the ports.

Manufacturer narrative:
H6: correction made. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9736143. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a cranial resection procedure. It was reported that during the case, the site could not get green communication with the system and zeiss kinevo. The manufacturer representative checked all of the multivision settings on the kinevo and rebooted the scope but with no resolution. The site could see that dp ports 3 and 4 were active but they did not get the prompt to enable either port or authenticate connection. The site proceeded with the procedure without navigation. It was reported that zeiss representative recently made some software changes. There was reported delay or known impact on patient outcome due to this issue. On (B)(6) 2019: the result after speaking with the zeiss representative was that when the software upgrade was completed, the ports that were used for the navigation system were shut down. The zeiss representative will be coming back to the facility to open the ports back up. At that point the site will check to see if the microscope is working properly to accept the navigation system signal. On 2019-dec-18 additional information received. It was reported that the zeiss representative updated the kinevo software which blocked the display ports 3 and 4. The representative will be coming back in to activate the ports.